Manufacturer narrative:
(B)(4). Unit received with blank display. Problem isolated to electronic assembly. Unable to confirm unexpected battery power loss or low battery due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. . Customer did not use the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.